Event description:
Charger is not charging and no lights are on. Consumer tried working with one of our techs and they still couldn't get the lights to come on. (B)(6) called back (B)(6) 2014 and alleges the patient is starting to get a bed sore being she has been in bed since thursday. The dealer has yet to go and service the lift. He should have come out friday (B)(6) and he did not show up nor did he call. (B)(6) states that (B)(6) did not set the lift up them just delivered it and left. I called (B)(6) spoke with (B)(6) they did put the lift together and it took about a hour and a half. (B)(6) states he went over a checklist and she signed off on it. The dealer states it worked when he was there. The dealer states he has been to her house a few times and the unit is working. I asked him when he went and he wouldn't answer me and he hung up.